Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 3:45 pm, the cgm displayed a "low" glucose reading. Although the patient did not exhibit any symptoms, they contacted emergency services. Upon arrival, paramedics performed a fingerstick test, which showed a blood glucose level of 318 mg/dl. No treatment was administered by the paramedics, but the patient was transported to the hospital for further evaluation. At the hospital, another fingerstick test was conducted. The cgm continued to display a "low" reading, while the blood glucose level measured 304 mg/dl. The patient received two intravenous fluid treatments and was advised to rest. Additionally, the patient consumed orange juice, peanut butter, and toasted bread with honey, although the exact timing of this intake during the event is unclear. At 7:45 pm, a follow-up fingerstick test showed a blood glucose level of 230 mg/dl. The patient was subsequently discharged. At the time of reporting, the patient was reported to be fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken at home. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.